Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04009. It was reported the patient was experiencing pain and ineffective therapy at the lead site. Surgical intervention took place in which one lead was explanted and replaced to address the issue. Therapy was restored. Note: it is unknown which lead was causing the pain; therefore both leads are being reported.